Event description:
Medtronic received information that during implant of this 26 mm transcatheter bioprosthetic valve (B)(6), valve was used based on computed tomography (CT) image evaluation prior to the surgery however the valve was deployed and it was noted that the actual valve diameter was larger. Regurgitation was noted. The valve was recaptured and removed from the patient. A 29 mm valve was implanted successfully. No additional adverse patient effects were reported. Additional information was received that the regurgitation was moderate paravalvular leak (pvl).

Manufacturer narrative:
Image review: two static images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Images provided show an evolut bioprosthetic aortic valve that appears to be properly implanted. It was reported that a 26mm was attempted but a 29mm was ultimately used because the valve diameter was larger. Since an executive summary was not provided this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.